Event description:
A pt reported experiencing inaccurate erratic results with a one touch meter. On 10/2001, pt's blood glucose was 8.1 and 4.6mmol/ll. Tests were done 10 minutes aparts. Pt did not experience any adverse events. No further info has been reported.